Manufacturer narrative:
On (B)(6) 2023, mentor received additional information indicating that the patient's left breast also has a spot that pokes out, feels like plastic, and when pressed in, made a squishy liquid sound. H6 health effect - clinical code e2402: breast implant palpability/visibility.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient primary breast augmentation surgery with a unspecified gel implant experienced left sided rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.